Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a faulty patient board set. In addition, a worn-out video connector latch causing poor connection with the pigtails. Lastly, the main switch needed replacement and a software update. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, during an unknown procedure, the evis exera iii video system center would not accept images from the adapter card, causing no image on the video center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. It was confirmed that the design of the dr board (printed circuit board) was changed on april 16, 2018 for the phenomenon that the endoscopic image does not appear in combination with the 180 series scope. Olympus will continue to monitor field performance for this device.